Manufacturer narrative:
Additional narrative: device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to pain and soft tissue reaction. The surgeon found fibrous tissues surrounding necrotic tissues near outside the anterior head and removed them. Black substances were found around the neck, the taper and inside the head. The surgeon also found a symptom as osteolysis behind the proximal femur. He suspected these symptoms had been caused by corrosion around the head-neck junction.

Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is revision due to pain and soft tissue reaction. Primary tha for oa had taken place on (B)(6) in 2008 at other facility by using pinnacle and g2 (mom). The patient suffered from a pain and revision took place on (B)(6) in 2015 on suspicion of pseudotumor. The surgeon replaced the metal insert and the metal head (36mm) with a poly liner and a ceramic revision liner (32mm) respectively. The stem was not removed in danger of patient burden. The surgeon found fibrous tissues surrounding necrotic tissues near outside the anterior head and removed them. Black substances were found around the neck, the taper and inside the head. The surgeon also found a symptom as osteolysis behind the proximal femur. A review of manufacturing records and complaints databases did not identify any anomalies. The returned lab report, visual inspection report, and products were reviewed by bioengineering. A report was received stating the complainant requests the investigation into wear volume and surface roughness of the neck junction, the insert-head and inside the head. Wear of the head and liner was visible in the redlux measurements (although not measureable on the liner), this was also seen by the presence of fine scratches on the bearing surface. The head/stem taper was scored as a 4 and the liner/shell as a 1 indicating damage to both surfaces, with more on the head/stem taper. Report in (B)(4) reviewed. Note it was not possible to translate the words. No action required following review of the images and graphs. It was unlikely that a manufacturing defect was present. The surgeon also found a symptom as osteolysis behind the proximal femur. He suspected these symptoms had been caused by corrosion around the head-neck junction. No tissue samples were provided for review so it is not possible to determine the cause of the osteolysis, however, depuy monitors the performance of these devices in pms (per sep-419). This reviews the incidence of osteolysis and other reasons for revision. No further investigation is possible in this complaint investigation. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.